Event description:
It was reported that patient presented in clinic with oozing at pocket site. It was noted that right ventricular (rv) lead exhibited high capture threshold. It was also noted that the lead had dislodged. During procedure, the helix on the lead could not be retracted. The lead was explanted and replaced with the new lead. There were no patient consequences and patient was discharged.

Manufacturer narrative:
Additional information was requested but not received.

Event description:
New information noted that dislodgement was confirmed via fluoroscopy.